Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was investigated. As received, the electrode belt failed incoming testing. Upon evaluation, the cable connecting the rear therapy electrode (te) and distribution node (dn) was pulled from the dn, damaging the pulse wire solder connections inside the dn. The cause of the non-functional electrodes and incoming test failure is the damaged pulse wires at the solder connections. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.